Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact system (lot number 20728843, expiration date 04/30/2012). Reference medwatch (B)(6) for the suspect device used in the compact plus system.

Event description:
Customer reportedly received result of 215 mg/dl on the compact system and result of 95 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.